Event description:
Procedure: laparoscopic splenectomy. Reportedly, the instrument jammed shut on a vein. There was bleeding that could not be controlled in a laparoscopic environment. The procedure was converted to an open one. Another device was applied.